Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead was replaced due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a eight-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. A visual inspection also revealed dried blood past the helix mechanism up through the lumen. The helix mechanism did not extend during helix testing, most likely due to dried body fluid in the mechanism. Laboratory analysis was unable to confirm the reported clinical observation.